Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter was displaying error 4 messages. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient reported that the alleged product issue first occurred about three months prior to contacting lfs and has reoccurred intermittently since then. The patient manages her diabetes with insulin (no adjustments) and stated that she continued with her usual diabetes management routine before stopping taking any medication, due to being unable to obtain a blood glucose result on the subject meter. She reported that on (B)(6) 2017 in the morning, she was admitted to hospital after being discovered unresponsive and had fallen into a ketoacidosis coma. She reported that she remained in hospital for 5 days and was treated by an hcp with IV insulin. She detailed that upon admission to the hospital, a blood glucose reading of 532mg/dl was taken on the hospital meter. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.